Event description:
The reported stated that during a spinal surgery procedure, the tip of the screwdriver broke during screw insertion. A spare device was available to complete the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.